Event description:
Patient reported obtaining back-to-back blood glucose results of 263 mg/dl and 94 mg/dl and of 94 mg/dl and lo on the aviva test system. Patient did not modify therapy based on these results. No patient injury was reported and no treatment was received. Patient did not provide the location where the discrepant results were obtained. L1 quality control testing was performed and in range on the system. Technical support requested the return of the suspect product and replacement product was shipped. The aviva test system: meter, strip lot 300279 with expiration date 11/30/2007.

Manufacturer narrative:
The suspect product is the aviva test strips.